Event description:
The user facility reported to baxter that the beeper on their I pump device was not working. This occurred before use on a patient, therefore, no injury or medical intervention was reported.

Manufacturer narrative:
The device was returned to baxter for evaluation and the reported condition of failed to alarm was confirmed due to a defective mpu board, which was replaced. The device was tested per procedure and returned to the customer.